Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09526. It was reported that there was an infection of the pacemaker site. The blood and pocket tissue samples were consistent with methicillin-resistant staphylococcus aureus bacterial infection. The device and lead were explanted. Additional information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.